Event description:
It was reported that a patient presented with a pacemaker that had reached elective replacement indicator (eri) after 6 years. Premature battery depletion was suspected by the physician. The device was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device imaging analysis indicated average monthly voltage and current trends were normal. Analysis of the device image showed that he device was programmed to auto settings which adjusts pacing based on patient's requirements and may cause change in estimated longevity. The image analysis also showed excessive use of high powered telemetry which can affect the device longevity. Further analysis performed in nominal settings did not find any anomalies. The battery was at elective replacement indicator (eri) level. Longevity assessment was performed, and the device had exceeded 75% of the projected longevity.